Event description:
It was reported that the return line luer connector of a prismaflex m150 set was observed to be cracked and leaked blood during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: the fifth affiliated (B)(6) hospital. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak at the set return line luer connector. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.